Event description:
Kimberly-clark received a report stating that the balloon had ruptured overnight. The stoma site closed by the time the patient's mom had discovered it in the morning. The tube had been in place for three days. The patient was admitted to the hospital in order to have surgery for reopening of the stoma site and placement of a new device.

Manufacturer narrative:
Evaluation of the returned complaint product and review of the device history record is in-progress. Upon completion of the investigation, a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).